Event description:
It was reported that the patient underwent a posterior spinal fusion at l4/5-l5/s1 to treat disc degeneration at l4/l5 and l5/s1 and disc herniation at l5/s1. It was reported that approximately 2.18 years post-op the patient underwent a revision surgery due screw loosening.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Literature citation: steven m. Kurtz, et al. Retrieval analysis of peek rods for posterior fusion and motion preservation. European spine journal. 2013; issue#: doi 10.1007/s00586-013-2920-4. (B)(4).